Event description:
On 4/23/97, the facility nurse supervisor contacted a MFR nurse and reported that the device was implanted 48 hours ago (4/21/97) and 20 minutes into infusion, the pt experienced pain in the device pocket. Infusion was stopped. The device flushed easily with normal saline and no resistance was felt; however, slight swelling was noted in the device pocket, post infusion. A peripheral IV was started to complete infusion and the surgeon was notified of this event. The physician on call that day recommended that a dye study be performed on friday (4/25/97) before the device is used again. The pt is reportedly having a dye study on monday (4/28/97) and the facility nurse supervisor is to contact the MFR with further details on this event.